Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation. A follow-up report will be submitted upon completion of the evaluation.

Event description:
The customer reported the blue cap was found to be detached prior removing the cassette from the packaging. No patient injury or medical intervention is associated with this complaint.

Manufacturer narrative:
(B)(4). The customer report of a loose cap was confirmed by visual inspection. The root cause was determined to be a manufacturing assembly issue. A batch review was performed on the associated lot (h10e02011) with no issues noted during the manufacturing process. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate.